Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer delivers a pump bolus, the customer's blood glucose (bg) levels decrease rapidly. Customer reported a low bg level of 56 (mg/dl) and quickly ate food to address bg levels. Customer's health care provider recommended that customer use the extended bolus pump feature. Customer was guided through how to deliver an extended bolus. It was recommended that the customer continue to consult with their health care provider for diabetes management.